Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Gamma nail broke.

Event description:
Gamma nail broke.

Manufacturer narrative:
The reported event that long nail kit r2.0, ti, right gamma3 11x340mm x 125° was alleged of 'implant breakage - nail' could be confirmed. Based on investigation, the root cause was attributed to be patient related. The device inspection revealed the following: the returned nail is indeed completely broken off at the proximal drill hole of the lag screw in fatigue manner after an implantation period of approx. 14 weeks. The close up views indicating though that the surface of the breakage is homogenous which again indicate conformity to the given specification. Therefore we can state that the root cause of the nail breakage must have been patient related. Unfortunately no further information could be obtained. Material deformation of the inferior edge of the proximal drill hole at medial referred to typical axial load application. It could not be determined if the patient had been compliant to the weight bearing instructions. This nail breakage was most likely caused by intra-operative material damage contributed by significant axial load application. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.